Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. During review of the device service records for this device indicates that the device was serviced over a year ago and there were no abnormalities or nonconformances identified. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. During evaluation it was determined that the device had a broken driveshaft and exceeded the temperature specification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during preventative maintenance, the motor device was spinning past the 180 degree limit and moved beyond the mechanical stop that is built into the drill. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.